Manufacturer narrative:
Visual examination of the returned product found a balloon "with a remanence." The balloon was inflated with 15ml of air and was deflated; the balloon was deformed due to over-inflation by the user.

Event description:
According to the available information, the balloon did not completely deflate during withdrawal. It created a "pleated blistering" which increased the diameter and "add reliefs" making the withdrawal difficult and painful for the patient.